Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had recorded an episode of asystole. The technical consultant stated that the sharp downward and upward slopes can be indicative of loss of electrode contact. The patient was noted to be asymptomatic. The device remains in use. No patient complications have been reported as a result of this event.